Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure, the patient expired. In (B)(6) 2009, the patient underwent a stenting treatment procedure. Two target lesions were treated. The first was a de novo and 75% stenosed lesion located in the mid left circumflex (lcx) artery. The second was a de novo and 75% stenosed lesion located in the distal lcx artery. A non-bsc stent was deployed in the mid lcx lesion and a 2.50x12mm taxus liberte stent was deployed in the distal lcx. The stents were not overlapping. The patient was discharged from the hospital 2 days after the stenting procedure. Follow up examinations were performed in (B)(6) 2009, (B)(6) 2010, and (B)(6) 2010. Antiplatelet medication was continued throughout this time period. During the (B)(6) 2010 examination, an echocardiogram was performed and there was no evidence of angina pectoris. In (B)(6) 2010, a follow up exam was performed via telephone and antiplatelet therapy was continued. There were no symptoms of angina pectoris at this time. In (B)(6) 2011, the patient expired. Additional information has been requested and is not available.